Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range. Customer's blood glucose level was 133 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified for the allegation cartridge alarm 6 and a different issue was identified.